Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified the device was broken shell and red particles material was found on the shell. A weight test of the device verified and the device was found to be underweight. A microscopic analysis was performed which identified broken sharp edge. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken on the posterior side assessed as unidentified (tear) opening. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture. Device explanted and replaced. Left side.